Event description:
On october 04, 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangeopancreatography procedure, using an autotome rx sphincterotome device, was performed (patient age, gender and weight unknown). According to the complainant, during this procedure, the "wire broke on the distal end of the catheter." The physician successfully completed the procedure with a second autotome rx sphincterotome device. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. The september 2007 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.